Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that during patient transfer to another hospital, a controller error alarm appeared on the automated impella controller. It was noted that the battery level was displayed at 50% at the time of the alarm. The alarm resolved without troubleshooting and support continued uninterrupted. There was no noted patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The console had five controller errors for power batter manager (pbm) voltage out of specification that resolved before the next error triggered. These varied in pbm1 and pbm2 and affecting either or both vpump and vpurge. After the last error, the console operated for thirty minutes without error before the pump was removed from the console. The error did not manifest during additional boot ups in the field with no pump running. The 50% battery power was due to pbm glitch in communication and was not related to the batteries' functionality. During the console investigation the reported failure mode was not reproduce during testing. Root cause: the controller error was most likely caused by a transiently malfunctioning pbm that was unable to power multiple sub-circuitries in the console. D9 date device returned to manufacture was inadvertently omitted on the initial manufacturer device report number 1220648-2025-25933. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-25933 as it is unknown if the initial reporter also sent the report to the food and drug administration. H3 the device was returned at the time the initial manufacturer device report number 1220648-2025-25933 was submitted, "device not returned" was inadvertently select yes.